Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that two days post implant procedure, the patient's heart rate had decreased. The right ventricular lead was found to be dislodged. The lead was explanted and replaced successfully. The patient was stable before, during, and after the procedure.